Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. Reportedly, the customer experienced an elevated blood glucose (bg) reading; value was not provided. Customer administered a manual injection to address bg level. Customer continued to use the pump and had an alternate method of insulin therapy available.